Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. We are unable to confirm the bent cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found bent and dislodged. As treatment, it is unknown if they continued treatment.

Manufacturer narrative:
The device was received with the needle fully deployed. The download data shows no alarms, drive stalls, or timeouts. During initial inspection of the device, large cracks were observed in the top and bottom housing, but no additional damages to the devices were found due to the cracks in the housing. No damages were found to the cannula, and no damages were found that would cause the device to dislodge; the cause for the dislodging could not be determined. No other damages or deficiencies were found to the device; the device functioned as intended.